Event description:
It was reported that during a device replacement, the physician noticed that a this right atrial (ra) lead had insulation damage. The physician decided to explant and replace this lead. The lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found damaged insulation likely due to electrocautery. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right atrial (ra) lead had insulation damage. The physician decided to explant and replace this lead. The lead is expected to return. No additional adverse patient effects were reported.